Event description:
It was reported by the customer, when de-accessing the patient¿s power port, the needle safety apparatus did not engage and slide down the needle. Therefore, the needle had to be pulled out of the port by holding the port rather than the face plate of the port needle. Additional information received february 13, 2025: it was reported there was no serious injury occurred to staff or the patient besides mild discomfort to the patient when the needle was removed. Device was discarded after event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.